Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt no longer has any hearing sensation with the device. The speech processor works properly. Testing showed that the device has malfunctioned. The parents don't know about an accident. Re-implantation surgery is scheduled for (B)(6) 2010.